Event description:
Acute arthritis symptom of both knees [arthritis], pain in both knees [arthralgia], joint fluid was aspired [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011, from an hcp regarding a female pt, initials (B)(6), who experienced acute arthritis and pain in both knees after starting synvisc. The pt's medical history is significant for gonarthrosis and previous synvisc treatment in (B)(6) 2011. On (B)(6) 2011, the pt received her first injections of synvisc in both knees. After the injections, she complained of knee pain. On (B)(6) 2011, the pt received her second injections synvisc in both knees. After the injections, she developed acute arthritis in both knees. On (B)(6) 2011, 5cc of joint fluid was aspired from the pt's right knee and 15cc of joint fluid was aspired from the pt's left knee. Dexamethasone 2ml was injected in both knees as treatment for the pt's bilateral knee pain and acute arthritis in both knees. The hcp reported that as of (B)(6) 2011, the pt's symptoms had alleviated, but were still recovering. The hcp assessed the relationship between these events and synvisc as possible. The product lot number was not provided. At the time of this report, the outcome of the pt was recovering. MFR's comment: the benefit-risk relationship of the product is not affected by the report.